Event description:
The facility reported that the resident was being transferred from gurney to a bed. While resident was in the sling, the caregiver began to brush her hair. The resident coughed and that movement appeared to cause the resident's top left shoulder clip to detach and the resident fell to the ground. The resident was taken to the ER. She sustained a head injury, open wound and facial bruising. She received 11 stitches.